Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did not receive the iesu involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, an error c-34 appeared on the integrated electrosurgical generator unit (iesu). The customer explained that the cut function was working but coagulation was not. The issue persisted after restarting the iesu. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: we did not get the monopolar to work properly. This was noticed during the procedure (near the end of it). The customer decided to continue with the bipolar only so they could use the existing generator. It was a bit unhandy to use the bipolar only.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The unit was placed on a well-known system and on startup unit displayed c-34 errors. The probable root cause could be attributed to faulty electrical components inside the iesu throwing error c-34. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.